Event description:
It was reported that within two days of the implant procedure, the patient experienced fatigue due to the right ventricular lead not capturing. The lead was programmed off by programming the device to an atrial-only pacing mode and consequently the patient had av desynchrony and felt symptomatic, which was described as a feeling of "acid reflux." The lead was then repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).